Event description:
It was reported that the customer was experiencing unexplained high blood glucose and was hospitalized. It was stated that the battery was out of the insulin pump. The nurse stated that she will call back to provide more information and to get the basal changes in the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.